Event description:
Hoist had been used to place male pt on bed and was then raised empty still in position over pt. The hanger assembly then dropped approx. 12" towards pts chest. The attending staff arrested the downward travel of the hanger assembly and prevented injury to the pt.